Manufacturer narrative:
Batch review performed on 30 october 2020: lot 185168: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviews performed on 30 october 2020: stem: amistem-h prox. Coat. 01.18.172 amistem-h proximal coating std stem size 2 (k161635) lot 184653: (B)(4) items manufactured and released on 17-oct-2018. Expiration date: 2023-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot 187113: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352) lot 188847: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 6 months after primary surgery, due to pain. During surgery some liquid came out from the joint, there was a space between the cortical bone and the stem in the ventral proximal zone, but impossible to take the stem out. Finally the surgeon left the stem in and replaced the head with a head biolox option 32m.